Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported cannula being bent or not inserting properly or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
Patient reported blood glucose had been running high for three days while wearing the same pod. Blood glucose reached 310 mg/dl and upon removal of the pod the cannula looked bent/flat and did not look like it was properly inserted. The pod was worn for longer than 48 hours. The patient's blood glucose history is as follows: (B)(6).

Manufacturer narrative:
The returned device was evaluated and performed as designed. The reported needle mechanism failure was not confirmed. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found.